Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump was not delivering insulin properly. The customer¿s blood glucose level was unknown at the time of the incident. The customer also stated the sensor does not function properly when they're low. Troubleshooting was not completed and no further details were provided. The insulin pump will not be returned for analysis.